Event description:
It was reported that the user experienced severe hypoglycemia, describing episodes so low that vision was impaired and stating they could not adjust insulin delivery based on activity or illness, with lows not registering on a glucometer due to being below the device¿s measurable range. Symptoms included hypoglycemia with visual disturbance. Outcomes included temporary impairment without report of hospitalization or long-term disability. Investigation included outreach to obtain additional information. Investigation of this case revealed that the cause and specific device contribution remained unclear due to limited information and no available alerts or alarms reported. It was concluded, based on established handling for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.